Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a no delivery alarm and stated insulin would not deliver. Customer's blood glucose reading was unknown. Customer stated she tried all remedies and declined troubleshooting. Customer did not feel safe using the device. Customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self -test and error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit alarm noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.